Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by cloudy effluent. The patient was not hospitalized for this event. It was not reported if the patient was treated for the peritonitis. Ten days after the event onset, the patient was recovered from the event. At the time of this report, pd therapy was discontinued, and the patient was shifted to hemodialysis. No additional information was available as the reporter declined to provide follow up.